Event description:
Over the past two weeks we have had 4 alaris IV tubings that have leaked - one blood set and 3 fluid sets. All sets leaked where the softer IV tubing connected to a harder plastic area - but in different locations on the sets. The leak of the blood set resulted in both patient and nurse having blood on skin and clothing; unit of blood was discarded and another had to be obtained resulting in delay in patient's treatment. One of the IV sets dripped IV fluid over patient - leak was clamped off in time to prevent the chemotherapy (on secondary set) from leaking on patient/nurse. We do not have lot numbers for any of the sets but do have the blood set available for the manufacturer if desired. The blood set reference number is 2478-0000. IV set number is on device page of report.====================== health professional's impression======================inadequate tubing welds